Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02709. The manufacture is unable to determine which lead was revised hence both leads are reported. It was reported the patient was experiencing unintended stimulation. An x-ray was taken and showed the leads had migrated. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 to reposition the leads which resolved the issue.